Manufacturer narrative:
Updated section h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Heart block, also known as av block, is when the electrical signal that controls the heartbeat is partially or completely blocked. This makes the heartbeat slowly or skip beats hinders the ability for the heart to pump blood effectively. Symptoms include dizziness, syncope, tiredness and shortness of breath. Pacemaker implantation is a common treatment. The reason for postoperative av block after surgical valve replacement is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. In addition, heart block can result from mechanical pressure from the device sewing ring against the conductive system. The close anatomical relationship between the valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic valve procedures. There is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Based on the information available, the complaint is unable to be confirmed and a definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed. An edwards defect has not been confirmed.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The date of the event is unknown; however, the article was received for publication on february 4, 2025. Therefore, the date this article was received for publication was used as the occurrence date. Spetsotaki k, menne m, moza a, lotfi s, aljaloud a. Biomechanical comparison of intuity vs. Perceval aortic bioprosthesis: apples & oranges or swings & roundabouts? J cardiothorac surg. 2025 sep 17;20(1):351. Doi: 10.1186/s13019-025-03567-8. Pmid: 40963114; pmcid: pmc12442290. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of the medical article "biomechanical comparison of intuity vs. Perceval aortic bioprosthesis: apples & oranges or swings & roundabouts?", the following events were found to be pertaining to an edwards device: - 3 patients with an intuity elite valve model 8300ab27 implanted in aortic position suffered an atrioventricular (av) block type iii, with the need of a permanent pacemaker implantation (ppi), after an unknown implant duration and due to unknown reasons.